Event description:
It was reported the patient expired. No cause of death was reported. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available. Please see MFR. Report #3004209178200906885.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.